Event description:
The balloon burst and the tip separated within an a-v loop (dialysis fistula).

Manufacturer narrative:
Visual examination: the balloon exhibited a complete, circumferentially-directed tear, 1.7 cm proximal to the distal end of the tip. The proximal balloon segment exhibited an axially-directed tear. The inner body was noted to be fractured at the distal balloon seal. The inner body material, proximal to the fracturing areas was noted to be elongated. Microscopic examination: further eval using scanning electron microscopy on the outer balloon material revealed no evidence of surface abrasions that might have initiated the tears. Although the exact cause for the balloon damage could not be determined, it appears that the inner body fractured due to the force required to withdraw the catheter exceeding it's design limits.